Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that drawer 5 row b was not on the bus. A field service engineer found that the full-height drawer 5 cubies were not showing on the bus and powered down the station and reseated the row board connection on the pyxibus controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.